Event description:
Complainant alleged that during biomed testing, it was observed the multifunction cable and the test port were defective on the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.